Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 07-may-2024, it was reported by the patient that he receives an alarm. In troubleshooting it was found that blockage is located at the site. No further information was available.